Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced an adverse event on (B)(6) 2016. At 2:00 a.m., the one of the patient's parents was awaked and looked at the dexcom follower application on their smart phone. Patient's parent then noticed that the patient had a glucose value of 2.7mmol/l and that he was hypoglycemic. Neither of the patient's parents' follower applications had created alarm notifications on the smart phones. The patient was able to be given sugar and he did not have to go to the hospital. At the time of contact, the patient was feeling better. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.